Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On july 24, 2025, the patient¿s mother contacted support to report that the sleep/wake button on the ilet pump was intermittently unresponsive. The issue had been present since the patient began using the device several months ago. The button worked inconsistently, typically at least once per day. When functioning, the patient felt the vibration feedback; when not, there was no response. The patient had attempted using different fingers and cleaning the area, but these actions did not resolve the issue.battery level was over 90%, and the issue did not appear to be related to battery status. The patient noted that placing the pump on the charger sometimes helped restore responsiveness. At the time of the call, the pump was functioning normally.the agent recommended capturing a video if the issue recurs and contacting support again. The patient understood and had no further questions. Blood glucose levels were not affected. The issue was resolved during the call through troubleshooting steps.